Event description:
Caller reported pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was advised that a replacement pump would be sent by technical support and understood the instructions for returning the problematic pump, including programming the new pump and connecting the continuous glucose monitor. The caller agreed to send the faulty pump back within 10 days to avoid charges, and a signature was requested for the delivery of the replacement pump. Customer will continue to use current pump.